Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray there was an issue with scale marking error. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one photo was received and evaluated. The photo depicted three 10ml syringes with misplaced scale. The printed scale is severely skewed and wraps at an angle on the barrel, which makes it unusable. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the marking defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported with the use of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray there was an issue with scale marking error. There was no report of injury or medical intervention.